Event description:
Related manufacturer reference number: 1627487-2022-01713. . It was reported the patient never received effective pain relief since being implanted. Surgical intervention took place wherein the system was explanted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The event of a patient experiencing ineffective stimulation was not confirmed. The lead was returned cut in two as a consequence of the explant procedure. Both segments passed continuity testing on all channels. No physical or functional anomaly was observed that would contribute to the reported issue. The root cause of the reported issue could not be determined.